Event description:
It was reported that the right ventricular (rv) lead exhibited high impedance, and a loss of capture, with a suspected fracture. The rv lead was capped, replaced, and remains in the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals sensing integrity counter(sic). Analyst commented, beginning (B)(4) 2014, sensing integrity counts up to 746; multiple high-rate non-sustained episodes with evidence of lead noise oversensing. Analysis of the device memory indicated a lead impedance out of range alert. Analysis of the device memory indicated the impedance on the right ventricular(rv) pacing lead was beyond the expected upper range. Analyst commented, on (B)(4) 2014, rv bipolar lead impedance measured 4047 ohms. Rv lead impedance warning (B)(4) 2014 for impedance greater than 3000 ohms.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: 4076 lead implanted: (B)(6) 2008; 4194 lead implanted: (B)(6) 2008. (B)(4).